Event description:
(B)(4). My device was provided by my insurer. Then I lost my insurance until 2014. Continues discharge from vagina. Bv and yeast infections, metal/fish vaginal odor from vagina, metal taste in my mouth, hives and itching, back pain, sciatica, decreased vision, ringing in ears, hip pain, joint pain, vaginal pain, irregular periods.